Manufacturer narrative:
Product returned to nuvasive (B)(6) for evaluation and photographs confirm no product malfunction with screws, the cross-connector was not returned nor are any images available. It is unknown if the patient followed post-operative instructions or suffered a fall.

Event description:
On (B)(6) 2020, a patient underwent a spinal procedure at c3-t1 level. As per reporter patient was experienced pain post operative. An x-ray was taken and revealed that c7 pedicle screws migrated to the lateral direction. On (B)(6) 2020, a revision procedure was performed where the pedicle screws at c7 were removed, two screws at t2 were added, and both rods were replaced with new ones. It was reported that a cross connector had also come off at c7 level. The x-ray was not provided by the physician.